Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they had no telemetry with recharging. They stated that they last had stimulation on (B)(6) 2019. The patient added that they were able to successfully recharge their device about 2 weeks ago. They mentioned that they charge normally every couple of weeks because they don¿t want to ¿overcharge¿ the implantable neurostimulator (ins). Troubleshooting was done at the time of the report, and the patient indicated seeing a poor communication message on their programmer when trying to connect to the ins. The patient was redirected to follow up with their healthcare provider. No further complications were reported or anticipated.

Event description:
Additional information was reported that the patient's device was in overdischarge. There were no issues with any of the patient's equipment, recharger, remote, or antenna. They were all working properly. The rep is not sure what cause the patient to think she was recharging and had a working system. The patient felt like she was getting stimulation through january of this year. Upon inspection of all of the patient's device there are no issues and all devices are working appropriately. The rep performed a physician mode recharge (pmr) which resolved the issue and the rep was able to reprogram on 2019-jan-31. No further information was reported. 2019-feb-07 f/u crts (B)(4) (rep): no new information.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacture representative (rep) reporting that they were with the patient and they could not communicate with the clinician programmer or the recharger. The patient claimed that they charged the device within the month of (B)(6) 2019, up to 100 percent. However, when technical services had the rep check the recharging stats from the recharger, it showed that the last charging session was done on (B)(6) 2018. It was reviewed with the rep how to start a physician mode recharge (pmr). The rep indicated that they would charge the ins with the patient. No symptoms were reported. It was asked but was unknown when the event began, they just mentioned that the patient claimed that over the past couple of months they had been having trouble with the recharger, but only saw the reposition recharger screen over the past week. No further complications were reported/anticipated.